Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to fluid loss from cylinder rupture, the patient had his inflatable penile prosthesis (ipp) cylinders and pump removed and replaced. The cylinders and pump were explanted and a new device consisting of a 15cmx12mm cylinders, pump and reservoir were implanted. The previous reservoir was left in place due to encapsulation. The patient status following this surgery was happy. Should additional information be received, a supplemental report will be submitted.